Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive action (CAPA) reviews were performed and revealed no indication of a product quality issue. A conclusive cause could not be determined for the reported device entrapment. The unexpected medical intervention appears to be related to circumstances of the procedure. Factors that contribute to device entrapment may include, but are not limited to, tissue or suture caught in foot, posterior cuff partly deployed in foot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using a proglide device after a percutaneous coronary intervention with a 6f sheath. Reportedly, the device was stuck in the patient anatomy. The device was eventually removed with a snare. An additional non-abbott device was used to achieve hemostasis. There was no adverse patient sequela. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
D4 - a partial UDI was provided as the lot number is not known. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.